Manufacturer narrative:
Visual analysis was performed on the return device. The reported failure to advance and stent damage was not confirmed as it was related to procedural conditions and the stent was returned fully expanded. The dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. It is likely that the failure to advance was due to interaction with the anatomy. Additionally, during the attempt to cross, it is likely that the stent became compromised or slightly lifted on the balloon. The dislodgment was the result of the physician inflating the balloon outside the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left subclavian artery that was both mildly calcified and tortuous and 70% stenosed. Resistance was noted during advancement and the stent delivery system failed to cross the lesion. The distal end of the stent struts flared and the stent moved on the balloon. The device was removed without issue. Outside the body, the stent balloon was inflated, completely dislodging the stent. A new stent was implanted to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.